Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device unable to maintain peep (positive end expiratory pressure) resulting in a lower than set peep was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the ift.

Event description:
It was reported that the device needed service. During evaluation ventec observed that the device was unable to maintain peep (positive end expiratory pressure) resulting in a lower than set peep. There was no patient use associated with the reported issue.